Event description:
The customer reported hemoglobin (hgb) failures during daily check on a unicel dxh 800 coulter cellular analysis system; hgb was generating incomplete results. Troubleshooting the instrument did not resolve the issue. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse removed the hgb chamber and cleaned the interior, which resolved the issue. (B)(4).